Event description:
A patient reported experiencing inaccurate erratic results with a fasttake meter. The patient's blood glucose results were 10.7 mmol, 10.5 mmol, 33.3 mmol, 18.4 mmol, 18.5 mmol meter to lab. Tests were done within 20 minutes with a difference of 54%. Patient did not experience any adverse events. No further information has been reported.